Manufacturer narrative:
Device 65 of 117. (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported that there was a black spot on the dressing. The product was not used. Photographs depicting the reported complaint issue were provided by the complainant.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
A review of batch records 9f02754 was performed by compliance engineer on august 9, 2020. Lot 9f02754 was manufactured on june 19, 2019, on the bodolay line with a total of 20,020 each. All the components utilized were correct per bill of materials (bom), under international commodity code (icc) 187955, system application product (sap) material identification 1704768 and manufacturing order (B)(4). The testing results were found satisfactory and the crew requirements and responsibilities, quality and in-process inspections, line operations, process troubleshooting and relevant documents to the process were run according the process instruction. In addition, the dressing bulk batch records 9f02756 and 9e05682 were reviewed, and all test results were satisfactory, the process followed was found to be in accordance with process instructions and no irregularities or non-conformances related to this issue were found in the documentation. Therefore, no discrepancy related to this issue were found in the revised documentation. There is one photographs associated with this case and in this, the reported defect can be seen. No unused return sample was expected. Based in the analysis phase conclusions, the issue of black spots on products reported by the customers was attributed to the following probable causes: 1. Material: embedded spots - allowable for chemical manufacturing & control (cmc) material, present in all dressings in varying degrees and evidence of pectin and pentalyn contributing to spots due to change color. 2. Machine: high temperature at mixer 06 may cause mass burned. 3. Method: residues of mass accumulated in the mixer extruder screws reaching to the product as part of the normal mix of mass process. Actions were taken for each factor identified under a corrective / preventive action (CAPA). The investigation associated with non-conformance has been approved and is complete. This complaint will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092. Manufacturing site: 9618003.